Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient was reportedly hospitalized but animas was unable to contact the patient for information surrounding details of the hospitalization and use of animas products. Without complete information since the patient contacted animas, it is unclear whether any animas product may have caused or contributed to the hospitalization. Therefore, this complaint is being reported.